Event description:
The ventilator generated low and high o2 alarms. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the o2 concentration was high. During investigation by our field service engineer, no issues could be found with the ventilator. The device is in working order. No further issues has been reported. Evaluation of the provided logs confirms the reported issue. Since no parts has been replaced, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturers ref: #(B)(4).